Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing device data, an abnormal drop in battery voltage was observed on the device and premature battery depletion was suspected by the physician. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: d10, h3, h6. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium (li) clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a li cluster induced short circuit. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the pace output was lower than the programmed setting when tested at 2.5v, 5.0v, and 7.5v when assessed at the lead tip electrodes as well as the hybrid test points. In-lab testing was performed and the cause of the pacing anomaly was undetermined.